Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). It was also noted that the spinal cord stimulation (scs) leads had migrated. The patient underwent lead repositioning procedure as well as ipg replacement. The patient is doing well postoperatively. The explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7162623 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7161163 UDI: (B)(4).